Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of pump found on (B)(6) 2022. Pump error 43 occurred during rewind. The pump was unable to perform the following tests: displacement test, prime/seating test, basic occlusion test, force sensor, occlusion test. P-cap was attached and locked into place properly. Successfully downloaded history files using thump. Pump error 43 was present in history download on (B)(6) 2022 08:25 pm esf#=(B)(4) , file#=121, line#=752. Pump was cut open to perform visual inspection and found moisture damage. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, cracked case corner of belt clip rails, pillowing keypad overlay, cracked case (battery tube), missing display cover. The motor was tested outside device and failed due to pump error 38. Cosmetic damage was confirmed and located at battery compartment. Pump error 43 and pump 38 was confirmed due to moisture damage on the motor and on pcb1. Additional cosmetic damage was noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a backside damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.